Event description:
Philips received a complaint by the customer on the v60 indicating that an overvoltage protection (ovp) failure occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that an ovp failure occurred. The remote service engineer (rse) stated the unit was cycling but the customer did not have a test circuit for testing. The rse confirmed the error codes in the event logs as well. The rse advised the replacement of the motor controller (mc) printed circuit board assembly (pcba) to resolve the reported issue. The rse provided the customer with the part number of the mc pcba to order and replace. This investigation is ongoing.

Manufacturer narrative:
Multiple attempts have been made on 15sep2025, 29sep2025, and 06oct2025 to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.